Event description:
Patient occured a sudden postoperative pain with hematoma after a total hip arthroplasty.patient was hospitalized from (B)(6) 2026 for sudden pain and hematoma in left lower limb. Patient was hospitalized again from (B)(6) 2026 and from (B)(6) 2026 for the same type of pain.action : initiation of a treatment.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.